Event description:
It was reported initially that customer received the insulin pump replacement and had trouble making required adjustments in her basal rates. The customer was assisted making the changes and in verifying the settings after basal review. The customer's grandmother reported that the patient's insulin pump was not functioning and she was waiting for a letter that medtronic does not repair insulin pumps. Customer stated that patient had high blood glucose and due to insulin pump was off and had blank screen that caused the customer's blood glucose to reach 800 mg/dl. Customer's blood glucose was 176 mg/dl. Customer also mentioned about recalled battery related issues. Customer stated that patient does not want to revert to back up plan due too many injections to do to maintain blood glucose. The customer was advised that we would replace the insulin pump due to all the issues that customer experienced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.